Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a frayed grip cable.

Event description:
It was reported that prior to start of a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument was observed to have a frayed cable. The procedure was completed with no reported injury.